Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash under his rear therapy electrode (te) pads. It was reported that the patient's skin was open and seeping. Follow-up revealed that the patient was advised by his physician to remove the device for one hour a day and was prescribed a medication for the rash. The current condition of the rash is unknown.